Manufacturer narrative:
Correction - d9 - product received date should have been 15 nov 2021 instead of 19 nov 2021.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, noise, pacing inhibition, and insulation breach under the suture sleeve. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood and tissue. Visual examination found a cut and signs of compression on the outer insulation due to overtightened suture, consistent with procedural damage. X-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After the helix was cleaned, full helix extension length was found to be within specification. The reported event of insulation breach under the suture sleeve was confirmed due to overtightened suture, consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-36648. It was reported that the patient presented for follow up one day post implant with bradycardia due to suspected dislodgement of the right ventricular lead. Upon positional change over-sensed noise and loss of ventricular capture were observed. The patient was scheduled for revision and there appear to be an insulation breach under the suture sleeve. The physician was unable to determine the source of pacing inhibition and explanted both the lead and pulse generator. The patient was in stable condition.